Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 55 mg/dl, an irregular heart beat, a feeling of collapsing, and feeling sick. Cause of low bg level was unknown, however tandem technical support viewed customer's data and it appears a correction bolus was delivered the night before, and customer did not consume enough food the morning of the low bg. Bg was treated with an intravenous drip and consumption of carbohydrates and glucose tablets. Reportedly, customer left the ER with customer in stable condition (bg was 240 to 260 mg/dl).